Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d battery longevity dropped from 1 year to 4 months in a span of 3 months. Health care professional (hcp) was concerned about accelerated battery depletion. A request was made to have data from this device analyzed. Data analysis confirmed the device is depleting normally. There has been a small increase in average power that is correlated with an increase in heart rate. To date, device remains in service. Additional information indicated that the whole system was explanted due to infection. No new device was implanted. No additional adverse patient effects were reported.